Event description:
Ambulance personnel were attending to a pt, condition unk. Allegedly when an attempt was made at connecting the device to the pt, the operator could not get the cable to connect to the disposable defibrillation electrodes. CPR was continued until the advanced life support unit arrived approx 8 mins later. The pt was converted for several mins however reverted to a non perfusing rhythm and was not resuscitated.